Event description:
It was reported that the patient who was a resident of a long term care facility, missed a refill in 2009. The hcp realized this eleven days after the refill date. The patient subsequently experienced withdrawal and symptoms of autonomic dysreflexia. The patient's pump was refilled and he was admitted to the hospital. It was reported that the patient had recovered and was doing well.